Manufacturer narrative:
Information references the main component of the system and other applicable components are : product ID: 97702, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that there was a power on reset (por). The por occurred when the patient was checking the implantable neurostimulator (ins) with the programmer. There was an electromagnetic interference (emi) exposure related to the issue. The patient had a pain stimulation device implanted on (B)(6) 2016. No symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.